Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg),the delivery system would not articulate and was difficult to position or maneuver. The delivery system was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, and analyzed. Analysis indicated the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was frayed. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.